Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a review of the black box and alarm history showed call service 052 alarms. The pump was powered on to a call service 054 alarm. Further testing could not be performed due to the alarm. Unrelated to the original complaint, moisture was observed in the display. The pump case was cracked near the top right corner of the display. A leak test was performed and a leak was found in a crack in the pump case. The pump was opened to find moisture damage on the printed circuit board. The call service alarm occurred due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm cs 052/053/054/055 sleep. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2 date of submission 02/24/2017 - correction to serial #.